Manufacturer narrative:
Batch review performed on 27 may 2026: mectacer 01.29.212 mectacer head biolox delta dia.40 12/14-s (k112115) lot. 2528827: (B)(4) items manufactured and released on 13-nov-2025. Expiration date: 2030-nov-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.4048hct flat pe hc liner d 40/f (k122641) lot. 2526525: (B)(4) items manufactured and released on 12-nov-2025. Expiration date: 2030-oct-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to joint luxation after 8 days from primary. The ceramic head dislocated from the liner. The surgeon revised the 40mm biolox s head with a same size head, and revised the flat pe hc d 40/f liner to a same size liner. The surgery was completed successfully.